Manufacturer narrative:
An event regarding stem loosening involving an omni-fit head/neck long stem was reported. The event was not confirmed. Method & results: -device evaluation and results: could not be performed as no items associated with the event were returned or made available for evaluation. -medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review. -device history review: review of the device history records indicates all devices accepted into final stock met specifications. -complaint history review: there have been no other events for this lot. Conclusions: the event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient medical information was provided. Operative reports and clinical history are needed.

Event description:
Patient had pain in his left hip, surgeon did revision and discovered stem was loose. Removed stem, head, and adm liner. Surgeon implanted a biomet stem with adm liner.

Event description:
Patient had pain in his left hip, surgeon did revision and discovered stem was loose. Removed stem, head, and adm liner. Surgeon implanted a biomet stem with adm liner

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested and if it becomes available will be submitted in a supplemental report.